Manufacturer narrative:
Batch review performed on 31-mar-2023 lot 2118543: (B)(4) items manufactured and released on 15-jun-2022. Expiration date: 2027-06-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Clinical evaluation performed by medical affairs director: few weeks after primary cemented tka in a 70 year old lady, the tibial component subsides and needs replacement. The causes for this very early failure can be poor bone quality or insufficient cortical coverage on the tibial resection. From the images supplied, we are more inclined to think that the bone gave way. No reason to suspect a faulty device.

Event description:
Revision surgery performed at about 1 month and 2 weeks after primary due to cemented tibial tray subsidence. The surgeon revised successfully the femoral and tibial component and the insert.